Manufacturer narrative:
Reference record (B)(4).. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Catalog number is the international list number which is similar to us list number of 062910. Gastro intestinal ulcer is a known complication of a peg tube/ j-tube placement. Refer to MDR 3010757606-2022-00736 for j tube record. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, it was reported by the physician that during a gastroscopy the patient had an ulcer formation due to the peg tube bumper, and a bezoar was found on the pigtail portion of the j tube. It was reported that the patient's tubing was removed, and replaced.